Manufacturer narrative:
One device was returned for analysis with complaint that the pump displayed a cassette not attached error. Event log indicated limited instance of cassette not attached properly alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint of ¿cassette not attached error¿ was not confirmed through downstream occlusion (dso) test. Could not replicate any errors through testing. Upon further investigation, found buckled dso seal. Replaced dso seal. Performed dso and upstream occlusion (uso) calibration. Device passed all testing criteria post repair.

Event description:
It was reported that the pump displayed a cassette not attached error. No patient involvement was reported,

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.